Manufacturer narrative:
Novocure medical opinion is that a contribution of the arrays to the head injury cannot be ruled out. The fall was unrelated to device use. Head injury is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 71-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During a review of a medical record, received by novocure on (B)(6) 2024, it was discovered that the patient was brought to the emergency department (ed) on (B)(6) 2024, after a fall with secondary head trauma. The patient was found on the floor in a pool of blood, with pulled off arrays next to him. The patient noted that he was bending over and lost his balance. He denied dizziness or syncope. At the ed a head CT was performed with no acute findings. The prescribing physician was contacted for further details without reply.